Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced various instances of high blood glucose levels, one noted level was of 321 mg/dl . The customer has suffered from headaches as a symptom from high blood glucose. Customer's blood glucose value was 164 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer thinks insulin pump is under delivering insulin. Customer declined to troubleshoot for high readings. Troubleshooting was performed, and insulin pump did not pass the prime trouble shooting test, insulin did not exit the insulin pump. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Insulin pump was exposed to high magnetic fields and high elevation. Phone call was disconnected, and troubleshooting was not finalized. The product was not returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device passed the delivery accuracy test at 0.08744 inches. (B)(4).